Event description:
A customer reported a cartridge alarm issue, which led to an unspecified high blood glucose reading. To address the elevated glucose level, the customer performed a correction injection using multiple daily injections (mdi). There was no assistance required from a third party. The issue did not occur during the loading process, and there had been no previous reports of similar alarms with this device. Customer technical support received an email from the customer and responded by sending a loaner pump agreement form and travel letter. The customer also called back, prompting the processing of an out-of-warranty loaner pump replacement request.